Event description:
It was reported that removal difficulty occurred. The 98% stenosed target lesion was located in the ostium of the severely calcified right coronary artery (rca). A 5.00 x 12 mm synergy megatron stent was implanted successfully. Post dilatation with the megatron balloon was performed three times for the ostial area of the lesion. Upon removal from the body, the guidewire started coming back. After multiple attempts to pull negative on the balloon and remove, guidewire position and guide catheter engagement were completely lost. The device was removed with the guide catheter and guidewire through the sheath. Once outside of the body it was noted that the megatron balloon was severely deformed. Entire interventional system had to be replaced to finish the procedure. The procedure was completed successfully. There were no patient complications reported as a result of this event.